Manufacturer narrative:
The tech found both wheels on brake caster and brake steer caster are worn out. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the wheels on the brake basters to resolve the issue. Based on the info, no further action is required.

Event description:
The account reported the brake pedal sets but the brakes are not holding. The bed is located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).